Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. This battery was not tested as it was part of a voluntary field correction, fsca apr2014.1 . The reported event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of unscreened batteries are most often attributed to a faulty internal cell pair. The most likely root cause is a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately six months after implant, this patient experienced recurrent power disconnect alarms. They also reported an episode when the controller's screen went blank and a loss of controller power was confirmed on preliminary log file analysis. The patient became presyncopal at that time but by pushing the battery's connector into the controller's power port, the patient was able to restart the controller. A battery exchange was subsequently performed.